Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. However, the device accessories were not returned for analysis. The media returned by the customer was inspected and showed that the 3-way valve was broken.

Event description:
It was reported that a catheter issue occurred. The 96% stenosed target lesion is located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the connecting catheter was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1: facility name: (B)(6)hospital.

Event description:
It was reported that a catheter issue occurred. The 96% stenosed target lesion is located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the connecting catheter was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient condition following the procedure was stable.